Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22jul2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation visual analysis of the returned device identified deformation; weight measurement within specification. Additional visual analysis identified fold creases and cloudy gel (observed after autoclave cycle). Microanalysis identified wear abrasion. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation."

Event description:
Medical staff reports: capsular contracture, baker grade not specified. The device has been explanted. This record relates to the right side.